Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unspecified sensing and capture issues. It was confirmed on x-ray that the ra lead had dislodged and was in the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was exhibiting undersensing and far field r-wave (ffrw) oversensing. It was also noted that since the ra lead had dislodged and was sitting in the ventricle, atrial pacing would cause ventricular capture. Due to these lead issues, the device had inappropriate mode switching.